Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the svc expos ed coil was slightly stretched at 42 and 44 centimeters, but passed the introducer test.

Event description:
It was reported that during the implant procedure, the svc coil on the right ventricular lead was noted to be stretched after the lead was put through the sheath. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.